Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/02/2015 with the following findings: during testing, the battery compartment was found to be cracked. Unrelated to this issue, the audio bolus button was punctured. The button responded properly during testing. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment. This report is made based on results of investigation completed on 12/02/2015.